Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
On 04/16/2024, intuitive surgical, inc. (Isi) received a user facility report (B)(4) stating: a wire in the tip of the mega suturecut needle driver robotic instrument (from the pan) snapped broken during surgery while the surgeon was actively using it. It was immediately removed from the patient and circulation and was replaced with a new instrument. The issue occurred during a xi repair incisional hernia. There was no reported injury.